Manufacturer narrative:
Evaluation in progress by field service engineer. Follow-up MDR to be submitted once evaluation is complete.

Event description:
With the patient on the table, began testing the probe. Probe temperature did not register and the system began toggling back and forth. Tried the probe in several different ports, tried a test probe, nothing worked. Case cancelled.

Manufacturer narrative:
Device was evaluated by simulated use testing and no failure was detected.